Event description:
It was reported that the customer was taken by paramedics to the hospital due to hypoglycemia. The reported blood glucose reading was 36 mg/dl. The customer's daughter stated that the night prior to the event the customer was sick and may have forgotten to eat his bedtime snack, which likely caused his blood glucose levels to run low. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.